Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Tandem technical support instructed the customer to reload the cartridge and to reset the pump but the customer declined troubleshooting further. Customer¿s blood glucose level was 243 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned